Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose (bg) reached greater than 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. It was reported that the patient felt the needle go in the skin but when checking the pink slide it did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended.